Event description:
It was reported that during a bicep surgery, the screws would not disengage from the driver. The surgeon reamed the hole larger and finally used a different screw and was able to complete the case. There was an approx 45 min delay in the case. Follow-up info was provided from the reported that the pt had hard bone. Acorn reamers were used for bone prep. No further pt info was provided at the time of this report or in response to follow-up contact to the surgical facility. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The driver instrument was requested for evaluation, but the facility has two drivers and the reporter is unsure which driver was used in this case. Both drivers have been used prior to and since this event without problem. Driver lot# clarification was requested, but not yet provided. Both drivers may still be returned for evaluation. Four screwed were returned for evaluation, which has been completed. Inspection and functional testing was performed. The investigation revealed the distal ends of two screws were flared inward, decreasing the inner diameter of the hexes. The screws did not pass go gage testing. When function tested with a corresponding mating driver, the screws did not fit properly and were difficult to disengage, as reported in the event. The threads, hex, and tip of the third bio-implant screw were damaged; the tip had a crack on it. It fit tightly on the driver and would not go through the hex gauge. The fourth screw was returned broken in two pieces. The pieces of the implant were crushed. The implant was too damaged for dimensions and function testing. The exact cause of damage to the screws, which led to an extension of surgery time, could not be determined from the investigation. The most likely cause would be preparing a pilot hole that is too small, inserting the implant at an angle that is not co-axial to the pilot hole, or applying excessive force to the screws during implantation. Device history record review revealed nothing relevant to this event. This is the first complaint of this type for these part/lot combinations. If the drivers are returned for evaluation and/or additional pt info is received, a follow-up report will be submitted.